Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Lit was reported that the asymptomatic patient presented for an in-clinic check. Upon interrogation, the right ventricular lead exhibited noise that was oversensed and stored as high ventricular rate episodes. No intervention was performed and the patient would continue to be monitored.